Manufacturer narrative:
Corrected information: the initial MDR should have included the following statement, ¿the manufacturer¿s device registration system indicates the catheter was replaced on (B)(6) 2017¿. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of the inability to aspirate the catheter was not determined. It was reported that the explanted catheter was discarded by the customer, and the replacement catheter serial number was (B)(4). No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving morphine (15 mg/ml at 4.0 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that beginning on an unknown date, the patient was not receiving effective therapy from his pump. A dye study was attempted (date unknown) and the physician was unable to aspirate from the catheter. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The patient was scheduled for catheter revision surgery on (B)(6) 2017. The issue was not resolved at the time of the report and no further details were known. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.